Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with a hair/fiber discovered in the right eye (od) that was discovered at a post treatment. Not in visual axis, visual acuity 20/20. The patient¿s comments were of fuzzy visual acuity. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Patient returned on (B)(6) 2019 to see surgeon, no treatment recommended since it was not causing any loss of visual acuity or dlk. Pred-moxi and pred forte were prescribed. Patient returned on (B)(6) 2019, patient is still 20/20 with no dlk or clinical complications due to fiber. No treatment recommended. Patient to taper off prescription drops. Bcva from (B)(6) 2019: right eye pre-op 20/20 -3.25 x .00 x 90, left eye pre-op 20/20 -3.00 x -.75 x 6.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.